Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument wouldn't take a clip, and the clip continually fell out when inserted into the clip applier. A clip fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task of clipping the duct to the gallbladder was being performed when the clip fell. The scrub tech retrieved the clips with a prestige grasper, confirming all clips were retrieved. A back-up clip applier was used to continue the procedure, which was completed robotically. No additional surgical procedure was required. No post-operative tests such as an x-ray or ultrasound were performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The medium-large clip applier instrument was received and failure analysis found the clip applier instrument with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.